Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing continued driveline fault alarms, accompanied by pump stop and low speed advisory alarms for one second. On (B)(6) 2015 the system controller was exchanged twice and the driveline fault alarm recurred. The patient was asymptomatic at the time of the events. On (B)(6) 2015, it was reported that the patient fell in the unit restroom and the pump stopped. Data log files were submitted for review and multiple low flow, low speed and pump stoppage events were captured. On (B)(6) 2015 a percutaneous lead evaluation was performed by the manufacturer's technical services and an issue with motor phase 2 was confirmed. An external percutaneous lead replacement was performed. No further alarms occurred. On (B)(6) 2015, review of an additional data log file recently received showed the percutaneous lead repair continues to be effective.

Manufacturer narrative:
During file review, it was noted that the device evaluation information had inadvertently not been submitted to FDA. Device evaluation: the pump remained in use supporting the patient. Approximately 16 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. Tape had been applied to the majority of the outer cover and the terminus of the connector bend relief had been reinforced with an additional section of tubing. Examination of the lead found breakdown of the braided shield at the terminus of the connector bend relief. Electrical continuity testing of the returned portion of the lead found that the black wire was compromised at the terminus of the connector bend relief. The remaining wires appeared unremarkable. The compromised black wire would have resulted in the reported driveline fault alarms. The black wire represents one of the two redundant wires that comprise phase 2 of the three phase motor, which is consistent with the phase interrupter test performed by the manufacturer¿s technical service representatives during the repair. The exposed conductors of the fractured black wire would have also allowed a short to ground while the system was operating on the power module, resulting the reported low speed and pump stoppage events. The observed wire damage appeared to be the result of fatigue due to repetitive, cyclic flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.